Event description:
The suspect device read the test strip code as 000. The correct code is 001. The user also alleged user received errors on the device when dosing the strip with blood. The device was replaced and requested to be returned for evaluation.